Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of over 450 mg/dl at the time of incident. The customer also reported other blood glucose level such as 170 mg/dl. The customer was also reported that they experienced diabetic ketoacidosis on sunday. The customer was reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting and reported that they tried all remedies. The customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is december 30, 2018.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device had minor scratched display window, debris under the display window and a scratched reservoir tube window.